Event description:
Ous MDR - after an implantation period of about 23 months, oversensing was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation at a distance of some 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables was damaged. An electrical short circuit occurred at this position. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.